Event description:
The reporter states that he obtained a 237mg/dl and 105mg/dl blood glucose comparison on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent and return requested.